Manufacturer narrative:
The subject device was returned to the service department of oekg but has not been returned to omsc. The service department of oekg checked the subject device for evaluation. It was confirmed the reported phenomenon which the distal end of the subject device was separated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(6) (oekg) on june 14th, 2021, it was found that the distal end of the subject device was separated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause of the reported phenomenon could not be determined. However based on the report of the service department of olympus (B)(4) and it could see the damage on the distal end of the subject device, omsc surmised there was the possibility this phenomenon was attributed to applying some external force to the distal end of the subject device. In addition, omsc has confirmed that this phenomenon was not caused by the product or the manufacture, and that there were no problems with the safety and there is no frequent occurrence. If additional information becomes available, this report will be supplemented.